Manufacturer narrative:
In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. Moog's infusion pump systems include both a pump and a disposable administration set. The two components are co-dependent -- they cannot operate separately from each other. In this case, moog received the involved pump back for evaluation, but did not receive the involved administration set. The pump was evaluated and found to be working properly. Because the involved administration set was not returned together with the pump, we are unable to determine if the fault was with the set or was the result of use error.

Event description:
The initial reporter stated, "pump had a free flow occurence, no patient injury". He or she also stated that the patient did not push the bolus button and was not harmed when the event occurred. Also stated was that the patient "received 1 milligram of morphine when pump was stopped. (B)(4).